Event description:
This is a linear accelerator used for radiation treatment of pts with cancer. This malfunction occurred during physics data collection. The machine is programmed and run in an identical way for pt treatments. The machine was programmed to 150 mu. The display of the primary monitor was 1-5 (with a blank in the middle digit). The secondary monitor calculated 281 mu and the backup timer calculated 0.94. The machine accepted these data when the accept button was selected. The machine was turned on and continued to run until it reached 200 mu on the primary monitor and 0.66 on the backup timer. At this point it stopped and displayed treatment complete. If a pt were being treated, he/she would have received 33% more radiation than intended. Prtr has reproduced this problem repeatedly and has determined that the blank occurs when two digits are programmed simultaneously. However, it is surely a problem that this is accepted by the accelerator. Rptr has also determined that the machine will run in the fault condition until the primary monitor reaches one digit greater than the most significant digit programmed. All of this info has been relayed to the MFR through their local svc rep.